Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. As a lot/batch was not provided, a device history could not be performed.

Event description:
It was reported that during the radical gastrectomy for proximal gastric cancer, after fired, could not open the jaw. Opened the jaw manually with big force, found the staples malformed with irregular shape. Suture was used to sew the wound. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Batch number ==> n5460r. Investigation summary ==> the analysis results found that one ec60 device was returned with the anvil bent upwards and with an ecr60b cartridge loaded on the device. The reload was received partially fired 1/16. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. No functional test was performed due the condition of the device. The damage to the anvil is consistent with the device being clamped over an excess of tissue causing the anvil to bend upwards. It should be noted that all devices are test fired during manufacturing to ensure the device meets the require specifications prior to shipments, in addition, a sample of the batch is inspected at (B)(4).. The device opened and closed without any difficulties noted. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.